Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On an unreported date the patient began treatment for the peritonitis with injection meropenem, 1gm (frequency not reported) and injection amikacin, 150 mg, intraperitoneally (frequency was not reported). Patient outcome was not reported. Dianeal therapy was ongoing. No additional information is available.